Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The reverse locking mechanism was blocked. This was attributed to faulty care and maintenance. Normal maintenance was performed and the device was returned to the customer on (B)(4) 2014. Placeholder.

Event description:
Device was returned for repair. During service, technician found reverse pin jammed. This is report 1 of 1 for complaint#(B)(4).